Event description:
The international customer reported the ventilator failed pre-operational system pressure testing. The ventilator was not in use on a patient therefore there was no patient involvement. The manufacturers service technician was able to duplicate the reported problem. The service technician replaced the three station solenoid to address the reported problem. Failure of the three station solenoid may result in a leak or the safety valve not closing, and preoperational self testing will not pass as noted. A malfunction of the safety valve during use in normal ventilation mode could prevent activation of svo which may be detrimental to a patient if in use.